Manufacturer narrative:
No exact conclusion can be made. The hosp. Has not seen any other occurrences of this problem and is using the abl routinely. Based on the fact that the child received many blood transfusions, it is possible that interferences by the transfused blood may have contributed to the problem. The incident has only been seen on this particular child.

Event description:
When analyzing the blood of a preterm baby with jaundice, two identical analyzers gave a too low value of bilirubin (95 micromol/liter) compared to 193 micromol/liter measured by a different system. Baby's light therapy was delayed as a consequence of the too low reading. There were no reported adverse effects from the delay.